Event description:
The event is reported as: the power lamp is on but is no heat to the unit. The device was re-sterilized/re-processed prior to the alleged event. No report of pt injury.

Manufacturer narrative:
The device sample was not returned for eval. The results of the investigation are not available at the time of this report.